Manufacturer narrative:
E1. Last name and h4. Device MFR date: correction. H4, device MFR date is unknown. No information is available based on the reported serial number. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was found to be bubbled or damaged¿ was confirmed. The dso seal was bubbled exposing the sensor underneath. The dso seal was replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the dso seal was found to be bubbled or damaged. There was no patient involvement and harm.